Event description:
A user facility filed a complaint stating that an ambulatory electromechanical infusion pump under delivered drug. The complainant was not able to jprovide any details with regard to the device malfunction. There is no report of patient injury for this incident.